Manufacturer narrative:
The evaluation showed, that the joint has play and that there is a crack in the upper part. The stops are worn, the links are bended and the axle bolt is loose. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the head of the knee joint is damaged. The patient did not fall.